Event description:
Caller reported aviva system blood glucose results within 10 minutes: 537 mg/dl hi, which on the system indicates a result in exces of 600 mg/dl 269 mg/dl 214mg/dl 283mg/dl 250mg/dl no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.